Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter developed a power issue ¿ meter reverting to set up mode, and meter memory issue - total loss of memory. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that the alleged power and memory issues first occurred on (B)(6) 2015 at 6:00am. The patient stated he takes insulin ¿novolin, lantus¿ to manage his diabetes and denied taking any action to his regular diabetes management regimen routine as a result of the product issues. On an unspecified time after the product issue began, the patient alleged to develop symptoms of ¿could not walk, could not talk and lethargic¿. The patient alleged he was unable to obtain results on the subject meter. On ¿(B)(6) 2015 at 12am¿ the patient was treated in an emergency room(ER), by a health care professional (hcp) with ¿IV fluids, blood glucose test and a cat scan¿. The patient reported that on ¿(B)(6) 2015 at 1pm¿ he obtained a result of ¿374mg/dl on the ER meter. At the time of troubleshooting the cca noted that there was no misuse of the product, it was not the first time the product was being used, the meters memory had not recently been cleared and the patient used the correct procedure to access the memory. Cca noted that based on the information provided when the meter¿s batteries were replaced the product issue reoccurred. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: based on the information provided, the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. The alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.